Event description:
It was reported that during a shoulder arthroscopy, a twinfix ultra anchor failed, the surgeon placed the anchor at the correct angle and began to thread it, however, in the first lap it started to open and release fragments. Some fragments remained loose in the joint, but the surgeon removed them all using grasper forceps. Surgery was completed using back-up devices instead in additional bone holes. There was a 10-minute surgical delay, and no harm to the patient or further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, a twinfix ultra anchor failed, the surgeon placed the anchor at the correct angle and began to thread it, however, in the first lap it started to open and release fragments. Some fragments remained loose in the joint, but the surgeon removed them all using grasper forceps. Surgery was completed using back-up devices instead. There was a 10-minute surgical delay, and no harm to the patient or further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device handle is disassembled and the sutures are off the device. The distal end of the anchor has been fractured away and not returned. The proximal end of the anchor is on the insertion device. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. An evaluation of the customer provided image was performed and found the device on a table, with part of the broken anchor still on the inserter. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.